Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient, who participated in the clinical study, underwent an unknown procedure on (B)(6) 2018 and the absorbable adhesive barrier was used. The patient experienced a post-operative stomal leak and infection and medical and surgical intervention is needed to prevent permanent defect of body structure or body function. As reported, it is definitely related to phase 2 surgery. The outcome is resolving. Additional information will be requested.

Manufacturer narrative:
It was reported that the event is not related to the device. This device is not serious injury reportable. Therefore, this medwatch report is not reportable.